Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the ratchet was not returned with the device. The comb was bent preventing any pretest cut from being performed. The bottom roller was damaged. The comb and bottom roller were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information regarding the event is not available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the ratchet handle will not engage to turn the mesher wheel and the guard is bent. It was also reported that it was tearing skin and the skin wads up under the mesher. No adverse event is associated with this malfunction. No harm or delay were reported. Due diligence is complete and there is no additional information available.